Event description:
"A-trac insert fell out while using in surgery inside the abdomen. It was retrieved and we found out that about 3mm (approximately) of the insert is missing/broke off".

Manufacturer narrative:
Product has not been returned to the manufacture for evaluation.